Event description:
It was reported that the patient had a pump stop or system controller malfunction with low flow alarms and 0.0 flow reading. Emergency medical services (ems) had been called and were on the scene and a helicopter was in route to transfer the patient to the closest ventricular assist device (vad) center. The patient was alert and appeared stable by ems report. Ultimately, the patient arrived to the emergency room via helicopter and was hemodynamically stable. Echocardiogram showed flow through the pump. Echocardiogram also showed that the right ventricle was moderately dilated and right ventricle systolic function was moderately to severely reduced. Additionally, echocardiogram noted that the aortic valve opened with every beat, there was mild mitral regurgitation, and there was a very small pericardial effusion with no echocardiographic evidence of tamponade. While in the emergency department a system controller exchange was performed, and the patient tolerated it well. The new system controller appeared to be working well. Following the exchange the speed was noted to be 7200 rpm, flow in the 4 lpm range, power in the 6 w range, and pulsatility index (pi) in the 3 range. The patient confirmed that 7200 rpm was the correct vad speed. Log files were submitted for evaluation and captured the onset of very low flow estimates with a corresponding decrease in motor power causing low flow hazard alarms on (B)(6) 2024 between 6:17pm-8:20pm. Following this time frame the estimated flow fluctuated near the alarm threshold of 2.5 lpm and continued to increase up to 3.7 lpm until the driveline was disconnected from the system controller at ~11:08pm on (B)(6) 2024. The event log file did not contain any unusual rotor or pump faults. The patient was discharged from the emergency department with instructions to call the vad center as soon as possible.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: the reported event of a controller exchange due to the system controller alarming was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days (18jul2024 - 19jul2024 per timestamp). Low flow alarms were active throughout the log file. These alarms are further addressed via the pump investigation. The driveline was disconnected on 18jul2024 at 23:08:28 for a system controller exchange. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.